Event description:
It was reported " when screwing in screws, the drivers broke while trying to tighten down the screws into the thor plate."

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.